Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 840 mg/dl at the time of hospitalization. The customer reported passing out from their blood glucose. The cause of the customer's hospitalization was from diabetic ketoacidosis. Customer stated they were wearing the insulin pump at the time of hospitalization. The customer also reported the cannula was kinked when the infusion set was removed from their body. The customer also reported a no delivery alarm occurring. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. Customer's current blood glucose was 233 mg/dl. It was also found the customer had inaccurate readings with their sensor. The customer declined to return the insulin pump for analysis.